Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no unlocked connector on the insulin pump. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act and esc button are unresponsive. Customer's blood glucose reading was in the 150-180 mg/dl range. Troubleshooting for keypad anomaly was performed. Customer was unable to complete a bolus delivery due to keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.